Manufacturer narrative:
Product event summary: this report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary 5388 (B)(4): the generator was returned for its annual test and calibration procedure and subsequently tested out of specification during manufacturer's analysis. Analysis found the battery contacts compressed, the ring bent and that the keyboard had cosmetic damage. (B)(4).

Event description:
The generator was returned for its annual test and calibration procedure and subsequently tested out of specification during manufacturer's analysis.